Manufacturer narrative:
The subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from sorc, there was the possibility that this phenomenon was attributed to the damage of the ccd due to the excessive external force being applied to the camera head by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing the endoscopic image of the subject device was not displayed. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the ccd. There was no report of patient injury associated with this event.